Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to helix anomaly. The threshold was noted to be higher before screwing in and an attempt was made to retract the helix to change the placement location by using a guiding catheter. However, the helix was not able to retract and difficult to retrieve. The lead body was turn with counter torque, without success, the lead was unable to remove from the myocardium and the helix was extended. A different guiding catheter was then used and the new lv lead was successfully placed. This lv lead was replaced with the same model, not implanted and will not be returned due to infection or contamination. No additional adverse patient effects were reported. Additional information was received which indicated that the infection was not related to the lv lead. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the infection was not boston scientific lead related. This observation no longer meets the definition of serious injury as it was confirmed that the lead was not related to patient symptom. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to helix anomaly. The threshold was noted to be higher before screwing in and an attempt was made to retract the helix to change the placement location by using a guiding catheter. However, the helix was not able to retract and difficult to retrieve. The lead body was turn with counter torque, without success, the lead was unable to remove from the myocardium and the helix was extended. A different guiding catheter was then used and the new lv lead was successfully placed. This lv lead was replaced with the same model, not implanted and will not be returned due to infection or contamination. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as there was no infection and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to helix anomaly. The threshold was noted to be higher before screwing in and an attempt was made to retract the helix to change the placement location by using a guiding catheter. However, the helix was not able to retract and difficult to retrieve. The lead body was turn with counter torque, without success, the lead was unable to remove from the myocardium and the helix was extended. A different guiding catheter was then used and the new lv lead was successfully placed. This lv lead was replaced with the same model, not implanted and will not be returned due to infection or contamination. No additional adverse patient effects were reported. Additional information was received which indicated that the infection was not related to the lv lead. No adverse patient effects were reported.